Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a physical examination and ultrasound. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on may 25, 2022. In addition to the right sided deflation reported the patient also experienced left sided hypertrophic scarring, left sided breast pain, and had a right sided breast nodule. The event date has been updated to reflect the date of onset. This report relates to the right prosthesis. See 1645337-2022-07048 for contralateral prosthesis report. Replacement with 405cc mentor gel implants was performed with explant. Reason for device explant and/or reoperation: breast nodule/deflation. (B)(4).